Manufacturer narrative:
Visual inspection of the catheter shaft reveal a kink. The kink is approximately 14.5cm proximal from the distal tip. Visual inspection under magnification of the kink location reveal a tear/fracture of the catheter shaft. This is evident during flushing of the catheter lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a trailblazer device during treatment of a soft tissue lesion in the patient¿s distal aorta. Moderate calcification and severe tortuosity are reported. No stenosis reported. IFU was followed. It is reported a kink occurred distal on catheter during initial advancement of the device. The catheter was not gripped at the distal tip. Minimal resistance was experienced during withdrawal, but removed without issue. A different catheter was used to complete the procedure. No injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the shaft was damaged.